Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to a balloon burst. The tip of the balloon was left inside the bladder and pulled out several days later.

Manufacturer narrative:
The reported event was found inconclusive due to poor sample condition. The evaluation was found that the distal part was cut and not returned for evaluation. The condition and type of burst balloon was not identified. The evaluation could not completely be performed due to the poor sample condition. How and when problem occurred could not be determine. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients with known allergy to silver coated catheter".

Event description:
It was reported that the catheter fell out due to a balloon burst. The tip of the balloon was left inside the bladder and pulled out several days later.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to a balloon burst. The tip of the balloon was left inside the bladder and pulled out several days later. Per email received from the international business center representative on 28-may-19, the event was not a balloon rupture. Instead, the reported event was a catheter break. It was reported that the catheter was broken off and approximately 7 cm of the fragment was left inside the patient. A few days later, a part of the broken fragment came out of the patient and was pulled out.

Event description:
It was reported that the catheter fell out due to a balloon burst. The tip of the balloon was left inside the bladder and pulled out several days later. Per email received from the international business center representative on 28-may-19, the event was not a balloon rupture. Instead, the reported event was a catheter break. It was reported that the catheter was broken off and approximately 7 cm of the fragment was left inside the patient. A few days later, a part of the broken fragment came out of the patient and was pulled out.

Manufacturer narrative:
The reported event was confirmed. The evaluation was performed and it was observed that the catheter was cut at the distal part. The distal part was not returned for evaluation. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft looked like it had been cut by a sharp tool (i.e. Scissors) that could cause the catheter to split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter."